Event description:
The customer states that "the unit shut down when a patient was on the table".

Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.